Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that decreasing r-waves were noted on a remote monitoring transmission. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.